Event description:
This supplemental report is being filed to provide additional information that the product has been abandoned and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had a inappropriate shocks for supra ventricular tachycardia via a change in the intrinsic morphology. Technical services discussed the electrograms. The local representative will discuss it with the physician. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had a inappropriate shocks for supra ventricular tachycardia via a change in the intrinsic morphology. Technical services discussed the electrograms. The local representative will discuss it with the physician. There were no additional adverse patient effects. The system remains implanted.